Event description:
Treatment of an aneurysm. During the procedure, it was reported that the pipeline could not be released from the capture coil. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The pipeline, pushwire, and marksman catheter were returned for evaluation and the pipeline was found released from the capture coil; therefore, the event cause could not be determined.(B)(4).

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).